Manufacturer narrative:
Pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported via phone call that the insulin pump had a crack and the piece to the reservoir was missing. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was performed. The insulin pump was returned for analysis.